Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer exposed their insulin pump to fluid. Customer's blood glucose was 300 mg/dl at the time of the call. The customer reported submerging their insulin pump in water for four minutes. The customer stated their insulin pump was unresponsive after the fluid exposure. Troubleshooting could not occur because the insulin pump was unresponsive. The customer was advised to revert to a back-up plan. No additional information provided.